Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable defib lead: (B)(6) 2002. 5076 implantable pacing lead: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed that the device was approaching the elective replacement indicator (eri) status.

Event description:
It was reported that there was a "rather fast decline" of the device battery longevity. The device was explanted and replaced. It was also noted that the patient was enrolled in the indicate hf clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.